Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not crossing over to the station. A technical support specialist (tss) checked the logs for a root cause but did not find any errors. The service was not consuming high resources, and the event viewer showed no unusual activity leading up to the issue. A third-party antivirus may have interfered with the service. When the service suddenly stops processing while still appearing to run and produces no errors, it indicates that one of the service processes stalled or crashed. The tss restarted the inbound processing service, and the messages immediately began flowing again. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es users were unable to saw their patients populated on the system, which prevented them from administering medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.